Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging cancer and multiple myeloma. Medical intervention was not specified. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
Device evaluation has been completed, the following fields has been updated. The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging cancer and multiple myeloma. Medical intervention was not specified. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacture inspected externally observed that dust-like contaminant was observed on the top enclosure, front panel, rear panel, bottom enclosure, inside the inlet of the blower box, on the blower, blower seal, and blower box. Evidence of sound abatement foam degradation/breakdown was not observed. Product investigation laboratory confirmed no presence of degraded sound abatement foam using a fitt (foam integrity test tool) used to make this determination. Product investigation laboratory was not able to confirm the complaint, or address the symptoms specified. The manufacturer concludes there was no evidence of sound abatement foam degradation and observed dust contamination. In box d: product UDI, device avail for eval?, date returned? Has been updated. In box e: reporting address state has been updated. In box h: device evaluated by mfg?, device problem code grid, evaluation method code grid, evaluation results code grid, conclusion code grid has been updated.